Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an air bubble was observed in the ripv and the ablation continued despite the note to stop the ablation. It was noted that the bubble could be alleged on the balloon catheter. Also, the bubble could come from the balloon lumen through the contrast media after the occlusion of the vein but it was not clear at the moment. There was no further injury to the patient. The case was completed with cryo.